Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that approximately two weeks following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. The ablation procedure was successfully completed on (B)(6) 2024, and no patient complications were noted at that time. Boston scientific was then informed that the patient passed away on (B)(6) 2024. The cause of death was not reported, and no autopsy has been performed as of yet. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Event description:
It was reported that approximately two weeks following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. The ablation procedure was successfully completed on (B)(6) 2024, and no patient complications were noted at that time. Boston scientific was then informed that the patient passed away on (B)(6) 2024. The cause of death was not reported, and no autopsy has been performed as of yet. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that the farawave catheter was used to provide 56 pfa lesions between the pulmonary veins and the posterior wall (off label as the farawave is only indicated for treatment of the pulmonary veins). According to the account, the most likely cause of death was complications related to anesthesia.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.